Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and was getting no delivery making blood glucose run high. The customer¿s blood glucose level was 398 mg/dl and 600 mg/dl. The customer also reported other events such as abdominal pain and difficulty in breathing. The insulin pump will not be returned for analysis.